Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the value was set at 30% oxygen concentration, the value displayed was 22.1%. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 04may2019. MFR site: correction. A gas delivery system (gds) assembly was returned for analysis. An investigation was performed and the product analysis technician reported that the oxygen flow sensor drifted and caused the unit to pass out of specified range. Replacement of a component of the oxygen flow sensor subsystem resulted in the unit passing all testing. The root cause isolated to the (u1) component of the oxygen flow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.